Event description:
The customer reported that after performing preventive maintenance the battery is not charging and the unit does not work on battery. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Per service engineer, the power management board was replaced to address the reported problem.